Manufacturer narrative:
(B)(4) - against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that when a 4.0 x 08 mm nc trek balloon catheter was being advanced for post dilatation, through a guiding catheter, resistance was felt; however, the physician continued to push the device but it could not advance. When the device was retracted from the anatomy, only the proximal portion of the device was removed. The guiding catheter was removed and the distal portion of the balloon catheter was removed with the guiding catheter. Another nc balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported difficulty advancing with the guiding catheter could not be replicated as it was based on case circumstances. The reported separation was confirmed. Based on visual and dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek instruction for use (IFU) states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter.